Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified; however, the charging issue was verified.

Event description:
It was reported that the wake button had stopped functioning. In addition, the pump was unable to be charged and pump display did not turn on when connected to a power source. The customer stated the usb cable does not "fit." There was no reported impact to the customer's blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. The pump display was unable to be turned on when connected to a power source. There was no reported impact to the customer's blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.